Manufacturer narrative:
Additional information: b5, b6, h6 and h11. B5: upon follow up it was reported that the cause of the peritonitis was due to "breaking the blue cap at the end of the catheter" during pd therapy and "the patient's inadequate sterilization technique". H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection with the naked eye of the provided picture did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, "the blue part of the transfer set came off." Subsequently, the patient was diagnosed with peritonitis. The cause of the separation was not reported. It was reported the patient was hospitalized and received vancomycin (ongoing) for peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report, antibiotic treatment was ongoing (at home) and the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.